Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the common carotid artery (cca) upon insertion of the arterial sheath. The distal portion of the dissection was covered with the planned stent. The physician then opened the cca to surgically fix the proximal portion. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.